Manufacturer narrative:
Investigation initiated manufacturer's investigation review DHR inspect returned samples *analysis and findings distribution history the complaint product was purchased from epc 06-25-2020 and used in cooper surgical work order (B)(4). Manufacturing record review DHR-2030 - 291276 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection for this product consists of a DHR review which, as noted above, was found not to exhibit any related non-conformities. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product was returned to coopersurgical. Visual evaluation two insorb staplers were returned and visually verified, with its opened pouch. Evaluation of the complaint product was performed, and no obvious damage was noted. One stapler was totally depleted of staples, the other stapler count was at 20. The pouch seal was acceptable, other components associated with the stapler were not returned e.g., keeper, desiccant pouch, temperature indicator. Functional evaluation the staplers were able to be mechanically dry fired and functioned as expected. The stapler that still had staples fired and deployed the staples without any issue. The staple evaluation did not indicate any malformation of any type, all physical features were present and as expected. All staples fired were fully formed. Root cause definitive root cause of the reported event is indeterminable. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time; complaint will be monitored for trending. *was the complaint confirmed? No

Event description:
Report submitted by csi rep: dr. Was using a 2030 insorb stapler and said it was "faulty", that "staples did not come out, and the few that did, didn't hold." It would fire but not attach to the skin. After the first stapler failed, the doctor tried another stapler on the same patient, same procedure. 1216677-2020-00267-1 insorb 30 stapler 2030 (B)(4)

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Reference : e-complaint-(B)(4). Report submitted by csi rep- dr. (B)(6) was using a 2030 insorb stapler that the doctor said it was "faulty", that "staples did not come out, and the few that did, didn't hold." Insorb 30 stapler 2030 e-complaint-(B)(4).